Manufacturer narrative:
Method code and results code is selected since no information about the device is available. Further evaluation will be determined after the return of the device and/or availability of further information.

Event description:
The manufacturer was notified on (B)(6) 2016 that a patient has a mitroflow valve developed shortness of breath and found to have significant aortic stenosis, with associated regurgitation due to leaflet tear. Also severe mitral regurgitation due to annular calcification and significant tricuspid calcification due to tricuspid annular dilatation. Previous lima graft to lad patent and no new stenosis. Reoperation avr with perceval 23, repair aortoventricular junction, mvr 27 sjm biocor, baffle of l atrium, ventricle due to calcified annulus, tricuspid repair with 32 mc3 ring. (Avr/mvr/tvr).

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The explanted device was returned and gross examination was completed. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis identified gram positive bacteria spread inside the pericardium. Prosthetic valve endocarditis is a complication of cardiac valve replacement that can cause early structural valve deterioration.